Event description:
It was reported that swelling started in (B)(6) 2010 near the pump area. The healthcare professional (hcp) said it was just ¿the pump moving around,¿ per the patient. The pump was used to infuse morphine (unknown), clonidine, and ¿something else.¿ no intervention or outcome was reported. Follow up was conducted to obtain further information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted:(B)(6) 2006, product type: catheter. (B)(4).